Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was admitted to the hospital on (B)(6) 2016 for peritonitis. The nurse did not know how the patient acquired peritonitis and the culture results are still pending. The patient is still in the hospital and a discharge date was unknown.

Manufacturer narrative:
The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met current specifications. Clinical review of the medical records show that they do not contain dialysis treatment records, peritoneal dialysis fluid culture results, current or previous hospital progress notes or dialysis treatment records for review. The medical records do not reveal the cause of the patient¿s peritonitis. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and peritonitis. The peritoneal dialysis catheter was found to be malfunction and is not a fresenius manufactured product. The manufacture of the catheter was not reported. This file was initially submitted as part of a system level review with MFR#2937457-2016-00219. After reviewing the medical records provided the peritoneal dialysis catheter was found to be malfunction and is not a fresenius manufactured product. The manufacture of the catheter was not reported.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient is a (B)(6) year-old male who was admitted from one hospital to another hospital on (B)(6) 2016 for peritoneal dialysis catheter failure. In addition, the patient presented to the hospital with a pre-existing peritonitis that started approximately the week before. Peritoneal dialysis fluid cultures were taken at the previous hospital. The patient was treated with intraperitoneal and intravenous antibiotics and those antibiotics were continued in this new hospital setting. The patient's peritoneal dialysis catheter was found to be plugged with fibrin and the dialysis nurses have been unable to remove the blockage. On (B)(6) 2016, the patient's peritoneal dialysis catheter was removed due to excessive purulence under general and local anesthesia and a right internal jugular vein permacath was placed. Patient was transitioned to hemodialysis. The patient was also found to have adynamic ileus. A nasogastric tube was placed for nasogastric suctioning and the patient was made npo. Patient improved and discharged (B)(6) 2016.